Event description:
It was reported that the micropituitary was broken during use in surgery. The broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.